Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover; however, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were visual indications of particulates around the catch post area and within the cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal inspection identified visual indications of dried fluid in between the pump assembly and the front panel assembly, and within the recess of the bottom cover adjacent to the pump. The mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was dim during the ready screen of treatment set-up, even though the display brightness was set to 10. The patient tried rebooting the cycler, but the screen remained dim. The ts representative issued the patient a replacement cycler. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient was told they could continue using the cycler. The patient confirmed they have continuous ambulatory pd (capd) supplies to use if manual pd therapy was needed. There were no known patient adverse effects due to the reported issue. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.